Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station worked fine after a successful boot but occasionally rebooted itself. A field service engineer (fse) found that the station had been losing power intermittently and determined it was a power supply issue. Fse replaced the power module and verified that the power supply was connected properly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system has rebooted without cleanly shutting down first and crashed. The customer reported impacting patient care. However, there were no delays or adverse events or injuries reported based on this event.